Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cpu board was recommended for replacement to resolve the issue.

Event description:
It was reported that there was a malfunction that could cause a potential system shutdown and loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block h4:â dateâ ofâ deviceâ manufacture year is 2007. The monthâ ofâ manufacture was unavailable at timeâ ofâ MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. 3 other text : device evaluation anticipated, but not yet begun.